Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During use, we discovered that the extension tubing and the end cap had become detached; there is one defective unit. The defective product has been returned, and photographs are available. We require a claim settlement, a response to our complaint, and a receipt of complaint acknowledgment.